Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were elevated thresholds on the lead. The polarity of the lead was changed and the device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were elevated thresholds on the lead. The polarity of the lead was changed and the device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the threshold rise had been sudden and that the thresholds are still elevated on the left ventricular lead. The lead remains in use per physician's judgment.